Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, animas received notification that the patient was throwing up and spilling ketones. There was no additional information available at the time of the reported issue. Animas contacted the reporter on (B)(4) 2013 and the reporter confirmed that the patient experienced the reported issue noted above. The reporter stated that there issues with priming the pump and had contacted the health care provider (hcp) for assistance with the prime issue. The reporter stated that the pump ¿squirted insulin.¿ the patient reportedly disconnected from the pump and was taking shots for treatment. It was noted that the reporter was unable to provide any blood glucose (bg) values at the time of the incident. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the allegation there was a prime issue with the pump that was not resolved.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/22/2014 with the following findings: the last basal delivery and the last bolus were recorded on (B)(6) 2013. Pump history shows no alarms outside the range of normal patient use; only typical usage observed. The basal and boluses add up appropriately to total the total daily dose; showing the pump was delivering accurately until the last date used. The pump successfully passed a delivery accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. Unable to duplicate reported complaint. No defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.